Event description:
Dealer reports that this rental unit was returned because the knee rest post had detached from the frame. There was no injury and no further details have been obtained despite multiple attempts to reach pt. This unit has been rented to multiple pts since (B)(6), 2011.